Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy.  Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv).  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The physician is instructed to evaluate this risk early in the patient screening process in all patients.  The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.   The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, the coronary obstruction was caused by procedural factor (high deployment of the sapien 3 valve inside the mitroflow prosthesis causing mitroflow leaflet ¿overriding the lm ostium¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported in a journal article titled, "neo left main channel creation using double stenting alongside a sapien 3 aortic valve bioprosthesis for left main coronary obstruction following valve in- valve transcatheter aortic valve replacement: a case report with review of literature", during a transfemoral valve in valve (20mm sapien in 21mm mitroflow surgical valve) tavr procedure, the patient developed coronary obstruction.  Initially, the transfemoral implantation of a 20-mm edwards sapien 3 valve inside the patient¿s pre-existing 21-mm mitroflow bioprosthesis was performed under the guidance of transesophageal echocardiography and was uneventful.  Post procedure, the patient was extubated in the catheterization suite, during which she complained of chest pain.  St-segment depression was noted on a cardiac monitor and an electrocardiogram (ECG) suggesting possible anterolateral and inferior ischemia.  Stat echocardiography showed a mild reduction in left ventricular systolic function, but no evidence of pericardial effusion, aortic root dissection, or aortic hematoma.  Urgent coronary angiography revealed mitroflow leaflet ¿overriding the lm ostium¿ with poor flow in the left coronary artery. Stents were placed in the lm and flow was established.  Following the intervention, the patient¿s hemodynamics and ECG changes improved. Repeat echocardiography demonstrated normal ejection fraction and normal valve function.  The patient was discharged on postoperative day 4.

Manufacturer narrative:
Bibliography: patel, apurva d., et al. "Neo left main channel creation using double stenting alongside a sapien 3 aortic valve bioprosthesis for left main coronary obstruction following valve-in-valve transcatheter aortic valve replacement: a case report with review of literature." Journal of investigative medicine high impact case reports 6 (2018): (B)(4).